Manufacturer narrative:
(B)(4).

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the tongue of the roller pump was broken. Fsr removed broken tongue and occlusion knob, then removed old grease, checked for burrs that might have caused occlusion knob from sticking and did not find any. The occlusion knob and shaft was re-greased. The fsr installed new tongue and insert drag. The problem was corrected. There was no patient involvement.

Manufacturer narrative:
Only company representative should be selected. Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
(B)(4). Complaint is confirmed. Product surveillance technician (pst), verified broken tongue during laboratory analysis. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.